Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise. The noise was reproducible with isometrics. All other electrical parameters were normal. The device was reprogrammed and the lead remained implanted. The patient is pacemaker dependent and will be remotely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.